Event description:
New information notes device was explanted.

Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, crosstalk was only observed during a decrement atrial capture test. Rep noted patient had previously reported noise on the implanted medtronic rv lead. Ventricular capture thresholds increased from 0.75v at 0.5ms to 3.5v at 0.5ms during the session. R wave amplitudes had decreased from 11 mv at implant to 3mv today in clinic. The patient should be monitored for further crosstalk. There may be a potential rv lead issue based on the previously reported noise, decreased sensing, and increased threshold. No further information is available.

Manufacturer narrative:
The reported crosstalk and noise were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).